Manufacturer narrative:
(A2) age at time of event: 18 years or older. Device evaluated by MFR: a mustang 10mm x 4cm, 14atm, 75cm, was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 13mm proximal from the proximal markerband. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon has a hole. The target lesion was located in arteriovenous shunt. A 10.0 x 40, 75cm mustang balloon catheter was advanced for use. However, during procedure, it was noted that the balloon seems to have a hole and could not be inflated. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable. It was further reported that there was no visible hole noted on the balloon.

Event description:
It was reported that the balloon has a hole. The target lesion was located in arteriovenous shunt. A 10.0 x 40, 75cm mustang balloon catheter was advanced for use. However, during procedure, it was noted that the balloon seems to have a hole and could not be inflated. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.